Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 23-year-old female patient who had essure (batch no. Cs000dz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2014, scoliosis surgery in 2001, adenoidectomy in 1999, migraine, depression, postpartum depression, hyperemesis gravidarum, bacterial vaginosis, obesity, dehydration, nausea, vomiting, thyroid dysfunction, postpartum, streptococcal infection and infection mrsa. Previously administered products included for an unreported indication: iud from 2009 to 2011 and mirena. Concurrent conditions included weight gain and hypothyroidism. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2015 for contraception, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015 for migraine as well as paracetamol (acetaminophen) since (B)(6) 2014. Essure was removed on (B)(6) 2015. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced flatulence ("gas pain"), flank pain ("pain on right side") and cerebrovascular accident ("stroke"). The patient was treated with levothyroxine sodium (synthroid) and surgery (bilateral salpingectomy). At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, depression, anxiety, flatulence, flank pain and cerebrovascular accident outcome was unknown. The reporter considered anxiety, cerebrovascular accident, depression, flank pain, flatulence, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy-per fu (B)(6) 2019: plaintiff did not underwent essure confirmation test. Per medical record: essure insertion: (B)(6) 2004 (sic). Surgical pathology report revealed complete transverse sections identified bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, pelvic pain, headache, menorrhagia. Lot number: cs000dz manufacture date: 2014-03 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events pain on right side and stroke were added. On (B)(6) 2020: fu7 and fu8 were processed together. Same document attached. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 23-year-old female patient who had essure (batch no. Cs000dz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2014, scoliosis surgery in 2001, adenoidectomy in 1999, migraine, depression, postpartum depression, hyperemesis gravidarum, bacterial vaginosis, obesity, dehydration, nausea, vomiting, thyroid dysfunction, postpartum, streptococcal infection, infection mrsa and gravida. Previously administered products included for an unreported indication: iud from 2009 to 2011 and mirena. Concurrent conditions included weight gain and hypothyroidism. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2015 for contraception, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015 for migraine as well as paracetamol (acetaminophen) since (B)(6) 2014. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced flatulence ("gas pain"), flank pain ("pain on right side") and cerebrovascular accident ("stroke"). The patient was treated with levothyroxine sodium (synthroid) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and urinary tract infection had resolved and the vaginal haemorrhage, migraine, headache, depression, anxiety, flatulence, flank pain and cerebrovascular accident outcome was unknown. The reporter considered anxiety, cerebrovascular accident, depression, flank pain, flatulence, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discripancy-per fu (B)(6) 2019: plaintiff did not underwent essure confirmation test. Per medical record: essure insertion: (B)(6) 2004 (sic). Surgical pathology report revealed complete transverse sections identified bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, pelvic pain, headache, menorrhagia. Lot number: cs000dz manufacture date: 2014-03 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet: outcome of previously reported events pain: pelvic area, abnormal bleeding (vaginal, menorrhagia) and infection (bladder/ urinary tract/vaginal) type:urinary tract infection were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 23-year-old female patient who had essure (batch no. Cs000dz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2014, scoliosis surgery in 2001, adenoidectomy in 1999, migraine, depression, postpartum depression, hyperemesis gravidarum, bacterial vaginosis, obesity, dehydration, nausea, vomiting, thyroid dysfunction, postpartum, streptococcal infection and infection mrsa. Previously administered products included for an unreported indication: iud from 2009 to 2011 and mirena. Concurrent conditions included weight gain and hypothyroidism. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2014 to march 2015 for contraception, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015 for migraine as well as paracetamol (acetaminophen) since (B)(6) 2014. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with levothyroxine sodium (synthroid) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy-per fu (B)(6) 2019: plaintiff did not underwent essure confirmation test. Per medical record: essure insertion: (B)(6) 2004 (sic). Surgical pathology report revealed complete transverse sections identified bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, pelvic pain, headache, menorrhagia. Lot number: cs000dz manufacture date: 2014-03 expiration date: 2016-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 23-year-old female patient who had essure (batch no. Cs000dz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2014, scoliosis surgery in 2001, adenoidectomy in 1999, migraine, depression, postpartum depression, hyperemesis gravidarum, bacterial vaginosis, obesity, dehydration, nausea, vomiting, thyroid dysfunction, postpartum, streptococcal infection and infection mrsa. Previously administered products included for an unreported indication: iud from 2009 to 2011 and mirena. Concurrent conditions included weight gain and hypothyroidism. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2015 for contraception, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015 for migraine as well as paracetamol (acetaminophen) since (B)(6) 2014. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced flatulence ("gas pain"). The patient was treated with levothyroxine sodium (synthroid) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, depression, anxiety and flatulence outcome was unknown. The reporter considered anxiety, depression, flatulence, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discripancy-per fu on (B)(6) 2019: plaintiff did not underwent essure confirmation test. Per medical record: essure insertion: (B)(6) 2004 (sic). Surgical pathology report revealed complete transverse sections identified bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, pelvic pain, headache, menorrhagia. Lot number: cs000dz ; manufacture date: 2014-03; expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- gas pain event was added.new reporters information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a (B)(6) female patient who had essure (batch no. Cs000dz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2014, scoliosis surgery in 2001, adenoidectomy in 1999, migraine, depression, postpartum depression, hyperemesis gravidarum, bacterial vaginosis, obesity, dehydration, nausea, vomiting, thyroid dysfunction, postpartum, streptococcal infection and infection (B)(6). Previously administered products included for an unreported indication: iud from 2009 to 2011 and mirena. Concurrent conditions included weight gain and hypothyroidism. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2015 for contraception, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015 for migraine as well as paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with levothyroxine sodium (synthroid) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy-per fu 01-jul-2019: plaintiff did not underwent essure confirmation test. Per medical record: essure insertion: (B)(6) 2004 (sic). Surgical pathology report revealed complete transverse sections identified bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, pelvic pain, headache, menorrhagia. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet received. This case is incident. Previously reported ¿plaintiff began to experience complications¿ was updated to more specified events¿ pain: pelvic area, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, migraines, headaches, depression and mental anguish¿. This case is medically confirmed. Reporter, demographics, historical medication, medical history, concurrent condition, essure indication (amended), essure insertion/removal date; essure lot number, concomitant were added. Event ¿pelvic pain¿ outcome was updated to recovering/resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.